Event description:
It was reported that no aiming beam and a puff of smoke was seen at fiber assembly to handpiece connection. The reporter stated that immediately upon physician stepping on laser footswitch, there was no presence of an aiming beam and at the same time a puff of smoke was seen at the handpiece to fiber assembly connection. The laser procedure was paused and the switchtip system was replaced. Procedure was completed without further incident. No injuries involved.